Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support requesting assistance with an occlusion alert that persisted despite resuming insulin delivery on two occasions. The patient elected not to change the cartridge, and instead replaced the infusion set and connector. The patient was using a steel infusion set with 23-inch tubing. After the infusion set and connector were changed, insulin delivery was successfully resumed. The patient was advised to continue monitoring blood glucose levels and to call back with any additional concerns. Replacement infusion set supplies were arranged, as the patient reported having only one infusion set remaining. The patient reported that blood glucose levels were affected during the event, with a highest recorded level of 339 mg/dl and elevated levels lasting approximately three hours. No backup therapy was used, no ketone testing was performed, no recent steroid injections were reported, and no professional medical intervention was received. Assistance was provided by a contact out of kindness. No immediate health effects were experienced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.